Event description:
The lay user/reporter called lifescan (lfs) on july 7, 2008 on behalf of the lay user/pt and alleged that a one touch ultra 2 meter was not powering on. The medical affairs specialist sent the follow-up questions and verified the following info. According to the patient's husband, the pt uses another meter for regular use. Sometime approx three days before, her regular meter stopped working. She had attempted to test her blood sugar on the alleged lfs meter and discovered the reported issue with the meter at around 11:30 am. On the day prior to original date, at around 2:30 pm, the pt reportedly started feeling dizzy and experienced other hypoglycemia symptoms. The paramedics were called. The pt reportedly passed out before the paramedics arrived. The paramedics arrived in about 30 minutes. They tested her blood sugar and reportedly received a low blood sugar reading. The patient's husband was unable to recall the exact reading. The paramedics treated her with IV glucose. She started feeling a little better in about 15 minutes after glucose was given, but she was still feeling confused and bad tempered. She was given some food. The paramedics tested her blood sugar again and received a reading of 8.5 mmol/l. The reporter mentioned that the pt had taken normal amount, 18 units of novorapid insulin in the morning that day prior to developing the reported symptoms. She was eating as usual prior to developing the reported symptoms. The customer service agent (csa) verified that the pt was using the correct test strips, the meter was not downloaded recently, and there was no misuse of the reported product. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the patient's husband alleged that the pt was unable to test her blood sugar due to the reported issue and later, reportedly developed symptoms indicative of hypoglycemia and was treated with IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.